Event description:
When inserting the lumbar drain, the patient felt numbness down her leg. The drain was retracted to reposition. Upon removal of the drain, it was discovered part of the end of the catheter was missing. (Apparently sheared off by access needle. They removed the access needle to check for missing fragment but did not see it. A new access needle was used, and new lumbar drain was placed.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Per (B)(4) natus external drainage lumbar catheters - risk analysis spreadsheet (ras) hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention. Residual risk: medium. The hazard identified have been reduced as far as possible, and the residual risk for this hazard is mainly associated with the surgical revision. The device's IFU contains the instructions, warnings, cautions, and precautions in order to use the device. Risk outweighed by benefit of use of device. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide additional information. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.